Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. It was observed that the catheter flushed normally, the returned product was able to properly pullback, advance and retract. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-04485 and 2134265-2016-04299. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis¿ sr pro² imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit (mdu5) plus and the atlantis¿ sr pro² imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-04485 and 2134265-2016-04299. It was reported that automatic pullback failure occurred. The (B)(4) stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis(tm) sr pro 2 imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis(tm) sr pro 2 imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit ((B)(4)) plus and the atlantis(tm) sr pro 2 imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.